Event description:
Rptr alleges pt received implant to correct microgenia. Pt began developing stiffness in joints sometime in 1988 or 1989 and was diagnosed in 11/92 with rheumatoid arthritis. Second opinion alleges disease is undifferentiated connective tissue disease caused by implant. Pt now has severe deformities in her hands due to inflammatory disease.